Event description:
It was reported that during the procedure, the rotational plane of the burr was wobbly, a larger than normal hole was made. The surgeon ended up using a larger screw to complete the surgery. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Updated: h6 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : not available.

Event description:
It was reported that during the procedure, the rotational plane of the burr was wobbly, a larger than normal hole was made. The surgeon ended up using a larger screw to complete the surgery. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.